Event description:
It was reported that an administration line spike connected poorly with the administration port of the tpn therapy bag. This connection issue resulted in a bag leak. The issue was discovered after patient administration. The patient involved was reported to be an extremely low birth weight (elbw) infant. The spike was pushed further into the bag in order to resolve the issue. This report documents no adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: no samples were returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The cause of the reported event remains unknown. Should additional relevant information become available, a follow-up report will be submitted.